Manufacturer narrative:
An event regarding infection, periprosthetic acetabular fracture, loosening, wear and corrosion involving a tritanium shell was reported. The event was not confirmed. Method & results: product evaluation and results: the device was not returned however, one photo of the explanted shell was provided. The shell shows some biological material on the outer surface and rim of the shell. There are some marks on the inner surface of the shell but it is unclear what these are. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot and sterile lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Hip revision - mdm liner and tritanium primary cup - metal/metal wear - removed components and inserted antibiotic spacer. Patient was revised due to deep infection. Patient also had a pelvic fracture and the shell was found to have migrated medially, through the medial wall. Corrosion on the back of the metal liner was also reported.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hip revision - mdm liner and tritanium primary cup - metal/metal wear - removed components and inserted antibiotic spacer. Patient was revised due to deep infection. Patient also had a pelvic fracture and the shell was found to have migrated medially, through the medial wall. Corrosion on the back of the metal liner was also reported.